Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to instability in mid flexion, the surgeon changed out the insert.